Manufacturer narrative:
(B)(4) age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If implanted; give date: unknown/na (not applicable). If explanted, give date: na. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) got stuck while pushing forward and resistance was felt during surgery. Reportedly, device was used correctly. No further information can be obtained.

Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for evaluation and visual inspection was performed. Visual inspection of the return sample revealed that the lens of the preload system was observed at the storage chamber. The lens haptics were observed in fold position. The pushrod was observed advancing to the cartridge tip. The reported event for stuck in cartridge was verified. In addition, an override was observed on the returned pcb00 unit. Manufacturing record review: the manufacturing process record was evaluated and the documentation shows that the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. During manufacturing process, all products are cleaned and inspected under magnification. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. A review of the historical complaints was performed and did not identify any potential product deficiency. Labeling review: the directions for use (dfu) was reviewed which adequately provides information on proper device usage. The dfu also provides instructions on device inspections for defects during device preparation. Based on the investigation results, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.